Manufacturer narrative:
(B)(4). The device was not available for evaluation and the lot number was unknown; therefore, a batch review will not be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report of a system error 2240 was not confirmed and the root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 2 of 4. The technical service representative (tsr) had the home patient (hp) recycle the power and cleared alarms. The tsr explained the alarms, the caller would discard the supplies as they were traveling. There was no obvious cause of the alarm and caller would contact the rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240. The rn was made aware of the alarm. The rn stated that the home patient (hp) has had no injury or medical intervention since the alarm.